Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observations reveal the sutures are wrapped around and cut through the anchor. The distal tip of the anchor looks deformed consistent with excess tension when the suture is being pulled back. The free limbs of the suture should be released after driving the anchor in to release tension. There is evidence that the deformity of the anchor was caused by excess tension from pulling suture back. This type of failure can be attributed to user technique. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Without further information, it is difficult to conclude the root cause. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3774378 showed that the devices were conformed to in process and finished goods specifications when released to stock the 23 may 2014. Expiration date: 2017-04 (according to retained labels). No nonconformance was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Surgeon punched hole and inserted the anchor. Half way down the anchor broke and had to be forcibly removed. Replaced with another anchor.